Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the episode showed a bundle branch block morphology and t-wave oversensing. The shock impedance was higher than expected, but not out-of-range, at 160 ohms. Additionally, the estimated remaining longevity had decreased significantly, from 49% on 30-september to 15% currently. Premature battery depletion was suspected and a request was made for technical services to review the device data. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and replacement was recommended for within 62 days. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service while the physician determines the next steps.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Laboratory analysis was not able to confirm the higher than expected shock impedance measurement, oversensing, or inappropriate shock therapy that was observed while the device was implanted. Functional testing was performed and the device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the episode showed a bundle branch block morphology and t-wave oversensing. The shock impedance was higher than expected, but not out-of-range, at 160 ohms. Additionally, the estimated remaining longevity had decreased significantly, from 49% on 30-september to 15% currently. Premature battery depletion was suspected and a request was made for technical services to review the device data. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and replacement was recommended for within 62 days. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service while the physician determines the next steps. It was reported that the device was explanted and replaced with another s-ICD about two months later. No additional adverse patient effects were reported. The explanted device was returned for analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Analysis did not identify any device characteristics that would have caused or contributed to the inappropriate shock, t-wave oversensing, and higher than expected shock impedance measurement observed clinically.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the episode showed a bundle branch block morphology and t-wave oversensing. The shock impedance was higher than expected, but not out-of-range, at 160 ohms. Additionally, the estimated remaining longevity had decreased significantly, from 49% on 30-september to 15% currently. Premature battery depletion was suspected and a request was made for technical services to review the device data. Engineering analysis confirmed the device was depleting prematurely due to an abnormal increase in power consumption, and replacement was recommended for within 62 days. No adverse patient effects were reported outside of the inappropriate shock. The device remains implanted and in service while the physician determines the next steps. It was reported that the device was explanted and replaced with another s-ICD about two months later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.